Event description:
The patient has "calcification of the sacral nerve which was causing paralysis". No further details about treatment or what they were planning to do to "open up" the nerve was available. Additional information has been requested.

Manufacturer narrative:
Lead model 3889-28, lot# v534733, implanted: 2011 (B)(6), explanted: na. Programmer model 3037, serial# (B)(4).